Manufacturer narrative:
(B)(4): introducer tube sheared off. Evaluation summary: the analysis results found that the sheath was received torn and missing. A corrective and preventive action has been initiated to address the finding. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing.

Event description:
It was reported that during a breast biopsy, after the applier was removed, it was noticed that the applier tube was sheared and missing. The customer wasn't able to find the applier tube and is assuming it's in the pt.